Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose was 400 mg/dl. Customer stated that they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer stated that they went through 5 reservoirs, all was stop at 200 units and unable to manually prime beyond line 2. Customer stated that insulin did not exit the tubing. Customer stated that they had neither reservoir for testing. Customer stated that the insulin pump did not alarm no delivery with manual prime. The device will not be returned for analysis.